Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported as this report is a duplicate to 0002648920 -2024 -00390. This report should be voided, and all additional information will be reported under 0002648920 -2024 -00390 for the alleged event.

Event description:
It was reported that the patient underwent a bilateral hip arthroplasty and was implanted with zimmer biomet products. The patient was revised in the right hip due to the stem implant fracturing. The patients report to be suffering from pain due to the implant.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. Proposed component code: mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.